Manufacturer narrative:
(B)(4). Date of event is (B)(6) 2020. Event day was not reported. Investigation summary: the analysis results confirmed that the lx107 device was returned nonfunctional as the jaws were misaligned; therefore, the clips could not be loaded into the jaws. No conclusion could be reached as to what may have caused the found condition of jaws. Please note that as stated in the IFU: "all surgical instruments are subject to a degree of wear and tear because of normal use. A regular and precise visual check of the instrument should be made before each use. The device history records were reviewed and created by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.''

Event description:
It was reported that during an unknown procedure, lx107 clip applier will not hold clips. It was dropping clips and clips were not formed properly. It is unknown how procedure was completed. There were no patient consequences reported.